Manufacturer narrative:
Initial.

Event description:
It was reported that the user was unable to complete a supply change because the cartridge was not rewound prior to insertion, which prevented the tubing from locking and led the pump to indicate ¿empty¿ after rewind despite a cartridge being present. The user confirmed the infusion set tubing was not connected to the body during the process and received education on the correct procedure, after which insulin delivery was resumed. Symptoms included no adverse clinical effects. Outcomes included no interruption of therapy requiring medical care and no hospitalization. Investigation included customer communication and customer care troubleshooting with education on proper supply change steps. Investigation of this case revealed user setup error with improper infusion set and cartridge handling, resulting in an infusion set connection issue without device malfunction. It was concluded, based on previously established findings for similar reports, that user error during supply change was the cause.